Manufacturer narrative:
Date rec¿d by MFR: 13sep2019. Date of report: 23sep2019. The customer confirmed the complaint was verified and duplicated. The customer replaced the touch screen and retested the unit. The unit was calibrated and ready for clinical use. A touch screen assembly was returned for analysis. An investigation verified the customer complaint of touch screen out of specification. Touchscreen passed calibration. However, the touch buttons do not respond correctly. Noted resistance measurements are within tolerance, however multiple readings are close to the upper limit which may contribute to unresponsive region in bottom right corner of screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported the touch screen is not working properly. There was no patient or user harm reported.